Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.

Event description:
It was reported that the registered nurse phoned the hot line to report the following: the pump was going to "off" without anyone pushing the button or alarms. The clinical support specialist suggested that the pump be exchanged and sent to biomed. The field service report noted that the pump quit or went to standby/stopped pumping by itself. Field service switched right arm (white) and left arm (black) on 3 lead ECG cable, and then switched back while testing - once stopped pumping - ECG on screen - no alarms. The central processing unit was replaced and the pump passed the performed functional check.